Event description:
Customer contacted haemonetics on (B)(6) 2009 reporting that their orthopat machine did not have any power. No injury or reaction was reported.

Manufacturer narrative:
Eval confirmed the machine would not turn on. Further eval found a blood and saline spill was present. The spill damaged the power supply and other components. This report reflects a product issue identified during a retrospective review of svc records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the svc record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).